Event description:
New information noted that the right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead had dislodged and was in the atrium. Also, it was noted that the right ventricular lead captured in the atrium while ventricular pacing. The patient was sent for a chest x-ray. Programming changes were made. Lead revision was discussed. The patient was stable before, during, and after the appointment.